Event description:
Updated event description to capture concomitant device. It was reported that on (B)(6) 2020, during a surgical procedure the end of the drive shaft came off and just pull it out with the reamer head on. The surgeon decided to use a 10mm reamer on the humeral shaft for a humeral non-union. The reaming was tight. Then as they tried to pull the ria out the head of the reamer (03.404.016s) it seemed to come apart in two pieces. The ria handle seem to be leaking a lot which it have not seen before. Upon inspection the tip of the tube assembly seem to be chew up maybe due to tightness as he tried to pull the ria out but not sure. Patient was not harmed and a fair amount of graft was obtained. There was no allegation of the drive shaft, reporter said that it was only the tube assembly and reamer head. Possibly not sure, if there were fragments generated from broken device. However, the removal of the broken and damaged device or fragments was done but somewhat difficult. The hospital mixed up the drive shafts so the reporter cannot tell which one was involved and unless the company will send me two (2) shafts overnight. It does not appear that there is any damage done to the drive shafts and they did not see to have been the problem. There was a surgical delay maybe ten (10) minutes. Procedure was successfully completed. There is patient involvement and the status was fine. Concomitant device reported: drive shaft for ria 2 520mm (part#03.404.035, lot# unknown, quantity 1). This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the 10.0 mm reamer head for ria 2 sterile (p/n: 03.404.016s, lot #: 51p1085) was returned and received at us cq. Upon visual inspection, it was observed that the proximal part of the reamer was broken where the part and lot numbers are etched. The broken fragment was not returned. No other issues were identified with the returned device. Dimensional inspection: dimension inspection could not be performed on the returned device due to its broken condition document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed investigation conclusion: the complaint condition was confirmed for the 10.0 mm reamer head for ria 2 sterile (p/n: 03.404.016s, lot #: 51p1085). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number:03.404.016s, synthes lot number: 51p1085, supplier lot number: n/a, release to warehouse date: 27mar2020, expiration date: 28feb2030, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an unknown procedure the end of the drive shaft came off and pulled out with the reamer head on. It is unknown if there was a surgical delay. Procedure outcome is unknown. There was no patient harm reported. Concomitant device reported: ria 2 bone harvesting kit 520mm sterile (part # 03.404.000s, lot # unknown, quantity 1). This report is for 1 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).